Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, felt they lacked control, and were changing supplies frequently, leading them to stop using the device and return to subcutaneous insulin via pen; the user was trained and had consulted their healthcare provider. Symptoms included confusion/disorientation, dizziness, muscle weakness, difficulty concentrating, decreased mobility, numb mouth, slurred speech, and difficulty answering questions. Outcomes included two hyperglycemic events above 400 mg/dl and one urgent care visit where the user received an insulin IV and monitoring before discharge. Troubleshooting and education were completed with no further training requested. Investigation included review of the reported hyperglycemia and associated symptoms, with cause unclear. Investigation of this case revealed no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.